Manufacturer narrative:
The information regarding this complaint was received on (B)(6) 2011 which indicated that an MDR was required.

Event description:
It was reported by a customer on (B)(6) 2010 the fiber failed to work at 39,000 joules. Also, it was reported that turp was done to complete the procedure. No patient injury was reported.